Event description:
It was reported that during unpacking of the ultra-thin sds balloon dilatation catheter, an unspecified component detached. The device had no contact with the pt. Multiple attempts to obtain additional information have been unsuccessful.